Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted in a pediatric patient with a low body mass index (bmi). Now the device was eroding through the pocket. The local distributor representative was requesting guidance from technical services on how to manage the device placement in a small patient. Technical services discussed use of s-ICD in pediatric patients was not studied and was considered off-label, so boston scientific did not have any specific recommendations on implant technique. However, there were publications and journal articles discussing complications with s-ICD in pediatric patients, minimum weight and bmi criteria, and a case study showing an abdominal implant approach. These publications could provide the physician with some resources to treat this patient. Additional information was received. The s-ICD system was explanted two days later. No additional adverse patient effects were reported. The explanted products were not planned to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report is being submitted to update the evaluation conclusion code from known inherent risk of device to cause traced to intentional off-label, unapproved, or contraindicated use. Per labeling, the emblem s-ICD has not been evaluated for use in pediatric patients; therefore, boston scientific considers use of an s-ICD in a pediatric patient to be off-label use.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted in a pediatric patient with a low body mass index (bmi). Now the device was eroding through the pocket. The local distributor representative was requesting guidance from technical services on how to manage the device placement in a small patient. Technical services discussed use of s-ICD in pediatric patients was not studied and was considered off-label, so boston scientific did not have any specific recommendations on implant technique. However, there were publications and journal articles discussing complications with s-ICD in pediatric patients, minimum weight and bmi criteria, and a case study showing an abdominal implant approach. These publications could provide the physician with some resources to treat this patient. Additional information was received. The s-ICD system was explanted two days later. No additional adverse patient effects were reported. The explanted products were not planned to be returned.